Event description:
Sorin group (B)(4) received a report that the s3 system displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The s3 system was returned to sorin group (B)(4) for repair and investigation. However, the customer declined to have any service action or investigation performed, and the device was returned to the customer as is. The device was replaced with a new s5 system and removed from service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Returned, but customer declined service.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) mfrs the s3 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 system displayed an error message during set up. There was no patient involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.